Event description:
It was reported by the customer that a non-preloaded toric intraocular lens (iol) was explanted due to a refractive surprise. The surgeon flipped the cylinder axis and required an iol exchange. The lens was removed and replaced during a secondary surgical procedure with the same model but a higher diopter j&j lens. The patient status indicates no adverse events. No further information is available.

Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: dec 18,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut into several pieces. The lens pieces were cleaned and observed with no further issues. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.